Event description:
Pt underwent an uneventful laparoscopically assisted vaginal hysterectomy & left salpingo-oophorectomy with placement of a midurethral sling by miniarc. Post-operatively the pt developed bleeding around the vaginal cuff and hypotension. She was taken back to the operating room for removal of the pelvic hematoma, as well as removal of the suburethral sling that had perforated the pt's bladder.